Event description:
It was reported there was an error code 45169. It is unknown whether there was patient involvement.

Manufacturer narrative:
One device was returned for repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual inspection found damaged dso seal. Error log showed 45169 error. The problem was duplicated. Primary problem was with defective pwa. The pwa was replaced.